Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unspecified alarm. The customer¿s blood glucose was between 200-280(mg/dl). No additional information regarding the alarm was provided by the customer.